Event description:
It was reported that there was a break in the unit's insulation.

Manufacturer narrative:
Two units have been implicated in this event, refer to medwatch report 2936485-2012-00408 for the other unit. Additional information will be provided once the investigation has been completed.